Event description:
The customer stated that the top cover on the architect c8000 processing module would not remain in the upright position. The customer stated that there have been no injuries due to the cover not staying open. Service was dispatched to inspect the support mechanisms for the cover.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and observed the top front cover hinges were not performing as expected. The fsr adjusted counterbalance springs to resolve the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that the top cover on the architect c8000 processing module would not remain in the upright position. The customer stated that there have been no injuries due to the cover not staying open. Service was dispatched to inspect the support mechanisms for the cover.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.